Manufacturer narrative:
The device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset occurred. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a power on reset (por) occurred on an implantable pulse generator (ipg). The ipg was interrogated which cleared the reset. The ipg remains in use. No patient complications have been reported as a result of this event.